Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: it was reported that an originally packaged 50 ml bd syringe was found in the warehouse, which was obviously heavily contaminated. No other such devices were found. The syringe can be collected from the cytostatics department for inspection by calling (B)(6). If it had been used to prepare sterile drugs, patients could have been infected. When did the incident occur? Before use short description soiled syringe in sterile packaging was reported.

Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.